Event description:
It was reported by the customer that the unit collapsed to the ground and two ems agents tried to prevent the unit from slamming down with a patient on the unit. The ems agents claim they have strained backs. The patient was not injured during the event.

Event description:
It was reported by the customer that the unit collapsed to the ground and two ems agents tried to prevent the unit from slamming down with a patient on the unit. The ems agents claim they have strained backs. The patient was not injured during the event.

Manufacturer narrative:
A visual and functional inspection was performed by the stryker field service representative. The field technician was unable to duplicate the alleged issue and speculated that it may have been user error causing a drift event, based on what was reported and due to the nature of hydraulic systems. It was also alleged that the ems crew had strained their backs trying to prevent the cot from lowering. The back strains did not require medical intervention. The field service representative instructed the customer on how to properly operate the device.